Event description:
The customer contact reported the device alarmed with a s205 (backup battery) malfunction alarm code. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s205 (backup battery) malfunction alarm code. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device displayed a s205 (backup battery) malfunction alarm code. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.